Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 500 mg/dl. It was stated that the customer was getting bent cannulas, and wasn't getting insulin. It was also stated that the customer was having problems with the infusion set tape getting stuck to the inside wall of the insertion device. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.